Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The patient presented with acute myocardial infarction and had abnormally severe vessel curvature. The 95% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A guidezilla guide extension catheter along with a 2.0x20mm emerge balloon catheter were used for dilation. A 4.00 x 32 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the distal part of the stent got caught at the end of the stainless steel collar of the guidezilla and there was visible issue with the stent strut. The procedure was completed with a 4.0x38mm non-bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis without the hub/manifold therefore the catheter batch/serial number cannot be identified. A visual examination of the stent found that the stent struts were lifted pulled, stretched and misaligned from the mid-section to the end of the distal section of the stent. The undamaged distal section of the crimped stent outer diameter (od) was measured and the result was within the maximum crimped stent profile measurement. The balloon body was reviewed and no issues were noted. The balloon wings were tightly wrapped and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage on the distal edges of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. A hypotube break at 139 mm from the distal edge of the tip was also noted during analysis. The manifold and the strain relief were not returned for analysis. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that stent damage occurred. The patient presented with acute myocardial infarction and had abnormally severe vessel curvature. The 95% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A guidezilla guide extension catheter along with a 2.0x20mm emerge balloon catheter were used for dilation. A 4.00 x 32 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the distal part of the stent got caught at the end of the stainless steel collar of the guidezilla and there was visible issue with the stent strut. The procedure was completed with a 4.0x38mm non-bsc stent. No patient complications were reported and the patient's status was stable.